Event description:
It was reported that during an unknown procedure, the device fired and the staples misformed, there was no staple formation. This was on the first firing. Case completed with new device of same product code. No patient consequence.

Manufacturer narrative:
One device and two cartridges (b-c) were returned. The device was returned in good visual condition, loaded with fully fired cartridge that was in good visual condition and with the lockout tab in normal condition. When the device was tested for functionality with a test cartridge, the device fired conforming. The staples were noted to have the proper b-formation. Cartridge (b) was fully fired and in good visual condition. Cartridge (c) was 3/4 partially fired and the pan dislodged; in addition, it was noted to have a channel retaining mark due to an improper loading technique; the lockout tab was conforming.